Event description:
It was reported that there was a big change in the patient¿s therapy which began shortly after she had her device replaced on (B)(6) 2012. It was further reported that since that time, the physician has not been able to get her settings right or her symptoms under control. It was reported that the patient was still having concerns with their device or therapy. It was reported the patient was not getting as much symptom control as she would like, but she was getting therapeutic benefit and impedances are normal. It was stated by the nurse the symptoms the patient was experiencing were due to disease progression rather than a device or therapy issue. No interventions planned. Additional information received reported that the patient had a loss of therapeutic effect. It was noted that the patient charged one side more than the other which was expected due to the right side having lower impedance than the left. It was noted that the impedance of the left side between case and 0 was 7527 ohms, case and 1 was 5974, case and 2 was 5312 and case and 3 was 5624 ohms. It was noted that the therapy impedance was 1828 at 2.74 milliamps after reprogramming to 2+1- at 5.8 volts, a pulse width of 240 microseconds and 185 hertz. It was noted that the predicted recharge interval was 7.83 days. It was noted that the patient has not had good therapy since the change out. It was noted that the impedance had run about this since implant. It was noted that the right side was fine with case+3-2- at 5.2 volts, a pulse width of 230 microseconds and 140 hertz with a therapy impedance of 632 ohms. It was noted that the predicted recharge interval for the right side was 6.6 days. It was noted that the prior system impedances were not available.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387s-40, lot# v093181, implanted: (B)(6) 2008, product type: lead. Product ID: 3387-40, lot# j0337587v, implanted: (B)(6) 2003, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64001, lot# n339324, implanted: (B)(6) 2012, product type: adapter. (B)(4).